Event description:
The international customer sent the v60 unit to the international service center for routine preventive maintenance. The unit was checked on (B)(6) 2016 by the service technician and an oxygen leak was identified at stoppage of oxygen supply when oxygen was being used. There was no patient involvement.

Manufacturer narrative:
Resolution and disposition: oxygen solenoid valve was replaced by the service technician at the international service center. The solenoid valve was sent to the v60 manufacturing facility in the us for evaluation. The part has been received, investigation is still pending.

Manufacturer narrative:
Phone number not provided. The oxygen valve solenoid assembly was received for evaluation. Visual inspection revealed no evidence of damage or contamination. Oxygen valve solenoid assembly was installed in the test ventilator in an attempt to duplicate the reported problem. The oxygen valve solenoid assembly was tested and no failures were identified. Therefore, the root cause for the oxygen leak identified at stoppage of oxygen supply when oxygen was being used could not be determined.

Manufacturer narrative:
The oxygen valve solenoid assembly was received for evaluation. Visual inspection revealed no evidence of damage or contamination. Oxygen valve solenoid assembly was installed in the test ventilator in an attempt to duplicate the reported problem. The oxygen valve solenoid assembly was tested and no failures were identified. Therefore, the root cause for the oxygen leak identified at stoppage of oxygen supply when oxygen was being used could not be determined.